Event description:
It was reported that the balloon was advanced through another company's sheath and inflated several times in a subclavian artery. The balloon was then retracted, but resistance was met when pulling the balloon back into the sheath. Further pressure was applied and the shaft separated at about 30 cm back from the distal end. The guide wire came out of the patient with the proximal end of the catheter, and the distal end of the separated device was located in the sheath. The distal end was removed with the removal of the sheath. There was no patient injury reported. The procedure was stopped.